Event description:
Related manufacturer report number: 2916596-2021-00249. It was reported that the patient called the vad coordinator (vc) from home to report having a couple of low voltage alarms when connected to their mobile power unit (mpu). The patient noticed a prong from the white mpu lead had broken off and was stuck in his controller white lead. The patient changed to batteries and no further alarms occurred. The vc instructed the patient to remain on battery power and to set an alarm to go off at least every 8 hours as a reminder to change their batteries. The controller was not alarming on battery power even though the pin was stuck in the white lead, so the patient did not want to change his controller at home. The patient preferred to come to the clinic for a new controller and mpu, as the patient wanted to do a controller change in the presence of a coordinator. The patient presented to the clinic on (B)(6) 2021 and a controller exchange was performed. The patient tolerated the exchange well and was also issued a new mpu and 2 new battery clips due to broken pin damage. It was reported that the battery clips were not visibly damaged but new clips were given as a precaution. The battery clips were disposed of.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin from the mobile power unit (mpu) being stuck inside of the white power cable connector was confirmed via evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the white power cable had a pin stuck in socket 5 (transmission communication) and that pin 1 (v+) was bent. The system controller was not initially able to be connected to a test power module patient cable for functional evaluation due to the broken pin in the white connector. The power cables were replaced in order to perform functional testing as the pin was unable to be removed. After replacing the power cables, the controller was functionally tested and found to operate as intended during analysis. The controller operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The downloaded log file contained approximately 6 days of data (05jan2021 ¿ 11jan2021 per the timestamp). The log file did not indicate any issues with the system controller. The driveline was disconnected at 13:00:47 and the power cables were disconnected at 13:01:27; these events are consistent with the system controller exchange. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the issue does not resolve. The section 5 subsection, entitled "what not to do: driveline and cables", advises to inspect the system controller power cables for twisting, kinking, or bending, which could cause damage to the inner wires. Heartmate ii instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook and the heartmate ii instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 21sep2021. No further information was provided. The manufacturer is closing the file on this event.